Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette of a clearlink in-line buretrol extension set was cracked. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed using the naked eye which observed that the burette chamber had a downward crack. Due to the nature of the defect, no functional testing could be performed. The reported condition was verified. The cause of the condition was related to user error as the customer confirmed they did squeeze the burette. Proper instructions are provided in the user guide. The guide warns ¿do not squeeze burette chamber¿. A batch review was not performed as the lot number provided was invalid. However, the manufacturing quality data was reviewed and no findings were identified related to the condition reported for this product code. Should additional relevant information become available, a supplemental report will be submitted.